Manufacturer narrative:
(B)(4). Insulin pump received insulin pump error alarm during self test due to faulty y1.

Event description:
It was reported that the insulin pump rf pic failed selftest. The customers mother had been able to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to injections. The insulin pump was returned for analysis.